Event description:
Revision due to marked leg discrepancy and tendency to luxation. The cup had subsided and migrated. Titanium beads from the cup were found in the acetabulum. Note: bone deficiency was filled with autograft and allograft at time of primary surgery.